Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the asbr-k was being used during an unknown procedure on (B)(6) 2021 when it was reported "the loop on the guide wire broke". During further assessment questioning, it was found that the broken piece did not have contact with the surgical site. It is believed one end of the nitinol wire released from the end of the passing guide wire. No fragments occurred. The procedure was completed as planned with an alternate same-like device. There was a 5 minute delay. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years a two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to inspect prior to use to ensure device is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on devices, to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.